Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via provided photo and clinician review. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photo presents the explanted stem fractured at middle of the stem which is slightly close to proximal end. The reported event is confirmed. Clinician review: a review of the provided medical information by a clinical consultant indicated: undated x-rays: ap pelvis, ap right hip - left cemented tha, reduced and nominal: right hybrid tha, reduced, displaced transverse fractured femoral stem at junction of proximal and middle 1/3 with loose proximal fragment displaced into varus. No clinical or pmh, no operative reports, no examination of explanted components. Based upon the undated x-rays, the event description appears to be confirmed, but insufficient data is presented to create a medical report for this case. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the stem was revised due to fracture. The provided photo presents the explanted stem fractured at middle of the stem which is slightly close to proximal end. The reported event is confirmed. Clinician review of provided medical records also confirmed the event. Provided patient information indicated that the patient's bmi was at 31.3 (obesity) and active post-implantation, which could contributes to the event. However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery of a fractured exeter stem implanted in (B)(6)2014 in a femoral impaction case (revision).patient presented with pain approx 6 weeks prior and had x-ray.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies.

Event description:
Revision surgery of a fractured exeter stem implanted in 2014 in a femoral impaction case (revision) patient presented with pain approx 6 weeks prior and had x-ray.